Event description:
It was reported that there was a pump problem. A critical alarm heard; safe state/reset-low battery had occurred (B)(6) 2015. The patient arrived at the emergency room ¿yesterday¿ ((B)(6) 2015) with withdrawal symptoms. The healthcare professional (hcp) tried to program the pump back to simple continuous but was not successful. Another manufacturer¿s representative was going to see the patient on the day of this report to interrogate the pump and confirm the problem. The pump was replaced on (B)(6)2015 and returned. The pump was used to infuse morphine (unknown). No outcome was reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8840, product type programmer, physician; product ID 8703w, lot # l69617, implanted: (B)(6) 1999, product type catheter. (B)(4).